Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. Visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: due to the blockage, it was not possible to take a measurement on the computer test bench. Internal inspection: after dismantling of the valve, organic deposits were found in mininav. Result: according to the investigation results, a blockage was detected. The visible deposits have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We would like to point out, that testing dry products is of limited value. Dry residues of organic material can falsify the test results. The examination of the return has been completed with the drafting of this report.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a mininav valve 10 (part# fv660t) was implanted on an unspecified date. According to the complainant there was a shunt malfunction resulting in a shunt revision. Upon testing of the mini nav (flush with nacl) the fluid did not pass through mini nav. The adverse event is filed under aic reference: (B)(4).